Event description:
It was reported that black flecks were seen in the unspecified bd¿ 10ml syringe while drawing up medication. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are having issues with bd 3, 5 and 10ml syringes having black flecks in them... These are from our pain kits assembled by xxxxx. These would have been ns syringes that were added to our pain kits and sterilized after completed assembly. This was noted back in late december or early january. Then last week the black flecks were noted again in our pain kits. Once again we stopped using the syringes from the kits and started dropping sterile bd syringes on the field. One of the sterile bd syringes had black flecks in it after the doctor drew up the medication."

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that black flecks were seen in the unspecified bd¿ 10ml syringe while drawing up medication. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are having issues with bd 3, 5 and 10ml syringes having black flecks in them... These are from our pain kits assembled by (B)(6). These would have been ns syringes that were added to our pain kits and sterilized after completed assembly. This was noted back in late december or early january. Then last week the black flecks were noted again in our pain kits. Once again we stopped using the syringes from the kits and started dropping sterile bd syringes on the field. One of the sterile bd syringes had black flecks in it after the doctor drew up the medication."